Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had issues: the reservoir does not stay in due to possible damage to the casing and the buttons were unresponsive. No further details were given and troubleshooting was declined. No products were returned or replaced.